Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Event description:
The customer reported a ce infusor lv 5 which was leaking near the distal end flow restrictor site before use. The device was filled with 25.0 milligrams/milliliter 5-fluorouracil (5835 milligrams into 233 milliliters of normal saline) when the leak was discovered. No patient injury or medical intervention was reported. No additional information is available.

Event description:
Per the clinic, the patient sustained a blow to the head and a subsequent performance decrement resulting in the decision to explant the device. The device was explanted (B)(6), 2010, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4). Additional information: this device was not returned to baxter for evaluation, therefore, the reported condition could not be confirmed and the root cause could not be determined. Batch review determined that no nonconformance reports were opened during manufacturing of this device. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
Complaint no: (B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.